Manufacturer narrative:
Information anticipated, but unavailable at this time. Damaged jaws. The analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument did not lock out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have document the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a lap roux-en-y procedure, the device would not fire properly, the clips were coming out sideways. No case involvement. Another device was used to complete the procedure. There was no patient consequence.